Event description:
Subsequent to previously filed report, update to information provided: it was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 18f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was resistance in step #1, opening the proglide footplate lever (stapler lock). The footplate lever was not able to be opened to continue deployment of the device. The plunger was not deployed. The footplate lever was closed and the device was removed without issue. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty (footplate lever was not able to be opened) could not be determined. Factors that contribute to difficult to open or close the foot may include, but are not limited to, manufacturing, tissue or suture caught in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem - revised. H6: medical device problem code -1142 failure to cycle was removed; 2921 added. H6: investigation findings code - 114 operational problem identified was removed; 3221 added. H6: investigation conclusions code - 4311 adverse event related to procedure was removed; 4315 added. H10 - additional mfg narrative - revised.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 18f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the proglide plunger was removed, no suture was seen. The needle did not connect to the cuff. The sutures of two new proglide devices were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.